Manufacturer narrative:
(B)(4). Stent remains implanted in patient. As the lot number was not provided by the site, a review of the lot history record (lhr) was unable to be conducted. Dissection is captured in the risk assessment and instructions for use as a known potential harm. In general, dissection can result from overexpansion of the stent; disruption of the stent during withdrawal once balloon is deflated; migration of stent from original position before or during stent re-expansion attempt; subsequent deployment of another overlapping stent; and /or sharp edge or damage on catheter tip. While the physician reported that higher pressure used in the fragile vessel may have caused the dissection, a relationship between the cobra stent and reported dissection cannot be completely excluded. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
On (B)(6) 2019, a patient had presented for treatment of a lesion in a reportedly fragile mid right coronary artery (rca). Intravascular ultrasound ivus showed a vessel diameter of 3.4mm. After pre-dilating the lesion, a 3.5mm diameter (stent length unknown) cobra pzf¿ nanocoated coronary stent was deployed in the lesion at 14 atmospheres, followed by post-dilatation. A dissection was noted at the proximal and distal stent edges. Two additional cobra stents were deployed (one at proximal edge and one at distal edge of the dissection), resolving the dissection with no flow limiting issues afterwards. At that time, in the opinion of the physician, the dissection was reportedly believed to have been due to higher pressure used in the fragile vessel. On (B)(6) 2021, while the physician has since used cobra stents in other cases without any dissection occurrences, the physician reported that the dissection observed in the (B)(6) 2019 case had caused him hesitancy in using cobra stents, in general, since that case. Though additional information was requested, the site indicated that the information is not easily accessible and they cannot provide a timeline for when or if the information may become available. The physician indicated that he has not encountered this issue since this incident, does not recollect seeing any issues with this patient after the procedure, and will inform celonova if any additional information becomes available.